Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered some peri-tubing was flattened and tubing to be very yellow. The fse replaced the peri-tubing and the aspirate and dispense probes. The fse completed high sensitivity (hs) system check and troponin precision test. System test results conformed to the MFR's published specifications. The customer has established protocol of re-evaluating all troponin results that are greater than 0.1 ng/ml. Retest pt samples are aliquoted and re-centrifuged prior to analysis. Quality control performed on (B)(4) 2009 was within range but was out of range (>7-8 standard deviation) on the same day. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03800. 03801, 03802, 03803, 03807, 03809, 03810, 03812, 03814, 03815, 03854.

Event description:
The customer reported elevated troponin I (accu tni) results for multiple pts, involving unicel dxc 880i synchron access clinical system. This report refers to pt number five. Subsequent testing results crossed clinical reference ranges. The erroneous results were reported out of the lab and corrected reports were released to physicians. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.